Event description:
It is reported that the pt underwent an evacuation of hematoma, with irrigation and debridement of right knee.

Manufacturer narrative:
Information was received form a health professional who is not required ot complete form 3500a. This report will be amended when our investigation is complete.